Event description:
It was observed that during the device evaluation, the image on the bronchovideoscope disappeared. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found that the image disappeared during angle movement. The root cause could not be determined. Olympus will continue to monitor complaints for this device. Should additional relevant information become available, a supplemental report will be submitted.